Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient's father to have a clear memory data on the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/18/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.